Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via changes in the intrinsic morphology. There is some undersening post-shock. The patient was getting ready for dialysis at the time of the shocks. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.